Event description:
Patient presented in-clinic with device at eri and normal lead function. Due to product advisory, patient requested for lead removal. During the revision, fluoroscopy revealed externalized conductors between the rv and svc coil. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 16cm from the connector end was returned. Without the entire lead, a complete evaluation could not be performed. The damage found was sustained during the surgical procedure.